Event description:
It was reported that the patient's battery was depleted and the patient be referred for replacement. Clinic notes were received indicating that the patient has experienced night time seizures, and that the vns needs to be replaced. Battery life calculation was performed and found an estimated 0.0 years until near end of service, which appeared to confirm battery depletion. A full revision surgery was performed to go from a dual pin to a single pin model. The explanted devices were returned to the manufacturer and product analysis was completed. Generator product analysis confirmed that there were no performance, or any other type of adverse conditions found with the pulse generator. The device output was monitored for >24 hours and no variation in the output signal was identified. The generator was found to be at a near end of service condition. It is known that m104 devices will continue delivering their output current as programmed until they reach an end of service = yes (pulsedisabled) condition. Thus, the nighttime seizures cannot be attributed to loss of therapy, as the generator would be expected to continue delivering therapy as programmed. There were no communication issues with the generator in the product analysis lab. Lead product analysis identified abraded openings in the outer silicone tubing. The inner tubing was not compromised. All other conditions with the lead were consistent with the conditions typically seen following normal wear/explant procedures. No additional relevant information has been received to date.

Event description:
Per the physician, the exact cause of the increased seizures is unknown. The physician noted they may be related to patient non-compliance with CPAP, as well as a mood disorder. No additional relevant information has been received to date.